Event description:
It was reported that this left ventricular lead exhibited low amplitude on the left ventricular lead. No changes have been performed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).